Manufacturer narrative:
(B)(4). The sheath used during the procedure was a st. Jude medical swartz sheath and the needle used was a st. Jude medical brk transseptal needle.

Event description:
It was reported that cardiac tamponade occurred while brockenbrough approach was done for ablation. After the septal was punctured with the needle, the dilator and sheath were placed in the pv. The navistar ds was inserted, however, electrical potential did not appear and there was some difficulty in manipulation. The catheter was withdrawn and pericardium was seen on angiogram. No change was noted on blood pressure and electrocardiogram. The heart rate was 61 and blood pressure was 160/72 mm hg. The patient was in stable condition and conscious. There was pooling of blood for 1.5cm which was removed by the sheath. The removed blood was approximately 50cc. An open chest surgery was performed. The operation was completed successfully and seclusion of pv was performed as well. The physician commented that the cardiac tamponade could be caused by the incorrect brockenbrough approach point (the needle pointing too much to posterior wall) and not by the navistar ds. The physician also indicated that perforation caused by wire could be possible and also that there could be no causality between the event and the device. The patient was in stable condition as of (B)(6) 2011.